Event description:
It was reported by the user facility that the drill heated up during a procedure. The drill was wrapped in a towel to complete the case with no delay, medical intervention, or adverse consequences reported.

Manufacturer narrative:
Additional information: d10.

Event description:
It was reported by the user facility that the drill heated up during a procedure. The drill was wrapped in a towel to complete the case with no delay, medical intervention, or adverse consequences reported.